Manufacturer narrative:
Product ID: 8703w, lot# l37627, implanted: (B)(6) 1996, product type: catheter.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury. No drug information was provided. It was reported during the call the family member mentioned the catheter was revised 8 years ago due to a kink. The family member did not have any details about the kink or revision. No patient symptoms were reported.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no recent troubleshooting had been performed related to the catheter revision in 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.